Event description:
It was reported that the t: slim x2 pump battery would not charge, with a related power source alert noted in the pump history. There was no adverse impact to the customer¿s blood glucose level. The customer performed troubleshooting steps, including using known working outlets and original charging supplies, which resulted in the pump beginning to charge successfully, and no further assistance was required.